Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump experienced persistent placement signal issues, and the alarm was disabled by staff. Despite this, the impella continued to provide effective hemodynamic support, and its function was not affected.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No pump returned. Data logs shown alarms with many suction alarms. The root cause of the optical signal issue was not determined since no product was returned for investigation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.